Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted. However, the insulin pump had no button response due to corroded keypad traces. A cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window were noted during the visual inspection.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 178 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.